Manufacturer narrative:
The investigation determined that reproducible, higher than expected vitros anti-hav igm results were obtained for a single patient sample. The investigation determined that the sample involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed. There is no evidence that the vitros anti-hav igm reagent or vitros eciq system malfunctioned. A definitive root cause could not be determined. However, an unknown sample interferent or pre-analytical sample processing cannot be ruled out as contributing factors.

Event description:
The customer obtained reproducible, higher than expected vitros anti-hav igm patient results (vitros eciq anti-hav igm results = (B)(6)) (vitros 3600 anti-hav igm result = (B)(6)) for a single patient sample when compared to an alternate OEM analyzer ((B)(6)) while using the vitros eciq and 3600 analyzers. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).